Event description:
Complainant alleged that while training a (B) (6) male pt, the device was attached to the pt via electrode pads, and during CPR compressions after two successful shocks, the user saw an arc of energy. The device then failed to analyze the pt's heart rhythm. The electrode pads were changed and the device failed to analyze the pt's heart rhythm. Complainant indicated that the clinician continued CPR compressions prior to obtaining another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.